Event description:
Rptr indicated a vns pt was having increased seizures. All attempts for additional info regarding the seizures from the rptr have been unsuccessful to date. A battery life estimate performed yielded 0.53 years remaining on the generator battery. Rptr indicated generator replacement was not planned at this time but possibly in three more months.